Event description:
It was reported the asymptomatic patient presented remotely via merlin.net with noise seen on the ventricular channel in a vf episode. Oversensing occurred resulting in inappropriate hv charging but the device returned to sinus before therapy could be delivered. Programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information notes that noise was again observed and lead fracture was noted. The lead was explanted and returned. The patient is doing well.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 25.0-25.5cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 6.1-6.2cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.0-8.0cm from the distal tip. The etfe coating was damaged during explant at this location. External insulation abrasion was noted at 9.0-9.5cm and 11.0-12.0cm from the distal tip, consistent with lead friction to another device. The etfe coating was abraded at these locations. The inner coil was exposed at the latter location, consistent with the field observation of noise and oversensing.